Event description:
It has been reported to philips that the allura system wouldn't boot up after a system restart. The system was not in clinical use. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the image processing pc (ippc) system crashes and failed to boot up after shutdown. Upon functional testing, the fse noticed that matrix leds was not on in the ippc, and no hard drive activity, fse confirmed ippc was faulty, as a result of this ippc system failed to boot up. Fse mentioned that the issue was intermittent and had replaced four ippcs previously, but each one came in with a new issue. So fse fixed the issue temporarily with re-creating image store on the pc, however the image disk check was not booting fast enough during the bootup process, then attempted several times with new ippcs. The fse replaced the ippc and upgraded haswell pc for both ippc and host pc. After replacement of the ippc and upgradation of haswell pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.